Manufacturer narrative:
This complaint was initially listed as "not reportable" and revised to "reportable." Evaluation from qa (B)(4): MFR report#: 3006723646-2017-00007; uf/importer report#: form code: as the complaint product has not been returned from customer, visual inspection was not performed and further information could not be provided. According to the customer, the lens was implanted and removed due to the patient's eye pressure and unrelated to the lens. Internal reference: (B)(4).

Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a small capsule tear noted upon insertion. Another lens of different model was implanted successfully and the prognosis was reported as "good."